Event description:
The customer reported that falsely depressed creatinine test results were obtained for ten patient samples from an atellica ch 930 analyzer serial number (B)(6). It is unknown if the initial test results were released to the physician(s). The same samples were repeated on an alternate atellica ch 930 analyzer and higher test results were obtained. The repeat test results were released to the physician(s) as the correct test results. There are no reports of adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer reported that falsely depressed creatinine test results were obtained for ten patient samples from an atellica ch 930 analyzer serial number (B)(6). A third-party service provider was dispatched to the customer site to inspect the analyzer. The third-party service provider completed initial checks on the photometer including the pqcv test and mixer alignments. Siemens service operations support (sos) evaluated data that was collected from the atellica ch 930 analyzer serial number (B)(6). Sos found the probe leak test failed for the reagent arm 1 (r1 arm) on the final phase for pump valve integrity, the sample mixer auto alignments results showed a typical 'stalled motor' pattern and the reaction and dilution cuvette washer subsystems have not had the manual vertical motor targets adjusted. The dilution saline tubing was replaced resolving the abnormal saline pump pressure test results. The sample mixer impeller was replaced and aligned resolving the abnormal mixer alignment data. Observation of the analyzer found liquid droplets from the reaction washer (rw) probe 4. Valve #22 was replaced, resolving the leak at the reaction washer. The cause of the falsely depressed creatinine test results is valve #22 of the reaction washer mechanism. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.